Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when withdrawing blood, air was aspirated. The pre-mapping after brockenbrough was performed using a non-abbott device (faradrive by boston scientific), so the issue was discovered after septal puncture, and the sheath was removed. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.